Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The complainant reported that during impella 5.5 support, there was a problem with the purge pressure being high. There were no kinks observed on the purge line. The purge cassette was not replaced. The purge heparin concentration was 25 iu/ml. There was no reported patient harm.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was submitted. The device was not returned for investigation. Clinical details noted that no purge line kink was observed, and purge cassette was changed and did not resolve issue. Tpa was added to purge and was able to resolve high purge pressure alarms. The root cause of the high purge pressure was most likely biomaterial. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.